Event description:
It was reported this was an arteriotomy closure of a right common femoral artery (rcfa) using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, after insertion, the distal guide separated from the sheath. The sheath remained in the anatomy. To retrieve the sheath, access was obtained via the left common femoral artery (lcfa) and the right brachial artery. The sheath was snared and removed from the right brachial access. An armada balloon was then inserted through the lcfa. The balloon and a femostop were used to achieve hemostasis in the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Entrapment is related to case conditions and cannot be replicate in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the guide broke during insertion and separated during needle deployment. The separation guide would result in entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.